Event description:
It was reported that patient went to their neurologist a month ago, and they were told that there is 4 years left of their battery, and a month ago, they were told that they only have 8 months left. Patient wanted to confirm if they have the correct contact number of the manufacturer representative (rep). Agent offered to email rep, and patient said that they will just contact the rep on their own. Agent documented reported events. 2025-dec-12 e1 (rep): no new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.